Manufacturer narrative:
Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Additionally, during decontamination in the lab, a low battery reset occurred. Destructive analysis identified a high battery resistance during functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was explanted and returned to the manufacturer with no known complaint. No patient symptoms were reported. The indications for use of the pump were intractable spasticity and multiple sclerosis.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse morphine[25.0 mg/ml] at 13.203 mg/day, baclofen [400.0 mcg/ml] at 211.25 mcg/day, clonidine[750.0 mcg/ml] at 396.09 mcg/day. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-dec-13. It was reported that the pump was replaced due to" battery depletion." It was indicated that the patient's weight at the time of the event was "about (B)(6) pounds." No further complications were reported.